Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that a patient presented with altered mental status and aphasia. Treatment and patient outcome were not reported from the implanting center. The device was not returned to the manufacturer for analysis as it remains implanted. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The heartware® system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. It can be concluded that the known and foreseeable risks of a patient stroke or neurologic dysfunction event are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported from the united states on (B)(6) 2014 that a (B)(6) male was admitted to the hospital with altered mental status and aphasia. The patient had a prior stroke on (B)(6) 2014. Treatment and patient outcome were not reported from the implanting center. The device was not returned to the manufacturer for analysis as it remains implanted.